Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR: device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose level was not impacted.